Manufacturer narrative:
(B)(4). Upon receipt the stubby handle was visually examined for any outward signs of abuse/misuse. None were noted. The blade attachment head was removed to examine the inner cavities and battery retaining area. It was quickly noted that the bulb retaining ring, which can be screwed out to replace the bulb, was almost backed completely out of the blade attachment head. No other discrepancies were noted. The condition setup by the bulb retaining ring being backed out (screwed out) so far is the catalyst for the complaint. The bulb retaining fixture was found screwed out almost to the point of detaching. The complaint has been confirmed. While the complaint can be confirmed, it should be noted that the root cause of improper maintenance was a failure on the part of the customer to inspect and care for the device per the IFU. Had an inspection been performed on this device the failure condition could have easily been avoided. No further action required.

Event description:
The customer alleges that the light did not work during attempt to pre- test.